Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73k1600290, investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were deploying correctly but would not lock onto the structure. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Another attempt was made and the clip was unable to properly load into the jaws of the device. The clip fell out of the device instead of loading into the jaws. The same issue occurred with all of the remaining clips. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the bottom jaw had bent jaw legs and the pusher head on the distal end of the feeder was also bent. The clips were unable to properly load into the jaws due to these damages. The device was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not applying clip properly" was confirmed upon the sample received. One device was returned. The device was found to have broken internal ratchet ears, bent jaw legs, and a bent pusher head which could all affect the end user's ability to properly load and apply clips. None of the remaining clips were able to load properly into the jaws of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that the damages found were present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clips were deploying correctly but would not lock onto the structure. There was no patient injury.